Event description:
It was reported that the basic and weaning data monitoring subsets which are displayed on the ventilator screen did not contain the monitored values that are normally found there. Instead, the advanced setting data was seen. There was no interruption in ventilation reported. The pt was switched to a second ventilator so that the display issue with the first ventilator could be investigated. The pt was manually ventilated during the transfer. No permanent pt injury was reported.

Manufacturer narrative:
(B)(6).